Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Event description:
It was reported the patient's hip was revised due to femoral periprosthetic fracture. Surgeon reported fracture was suffered in a fall. The stem and head were revised to a restoration modular stem construct with another femoral head and cables. Rep provided primary and revision usage, confirmed that there are no allegations against the revised femoral head, and also confirmed that no further information will be released by the hospital or surgeon.